Event description:
Procedure type: gastrectomy according to the reporter: the orvil did not lock and attach correctly. Overall, there was no leak but the surgeon was very concerned. The surgeon replaced the device and continued the operation. There was no reinforcement material used. There was unanticipated tissue loss. There was a delay of more than 30 minutes but no re-operation required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4);please note that the tracking number was truncated on the initial report submitted on 10/16/2014 for MFR. Report # 2647580-2014-00844.